Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a pediatric patient underwent an unspecified procedure. During the procedure, after placing the pedicle screws from t2-pelvis, it was found that the set screws contained pooled water. Surgeon chose to abort procedure at that time and reschedule the procedure to complete the instrumentation. The sterilization of the same trays was repeated (on a separate date) to see if they could recreate the same pooling of water in set screws. They discovered inconsistencies. Some trays produced wet set screws, other dry. Patient underwent surgery on (B)(6) 2016. To prepare for the revision procedure, all layers were separated of each tray and each pan was sterilized individually, the set screw caddies were separated and were laid upside down in wire baskets, and increased the dry time to double IFU to 60 minutes. Trays dried, after taking these additional precautions. Products did not come in contact with the patient.